Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02774 0001825034 - 2023 - 02775 0001825034 - 2023 - 02776 0001825034 - 2023 - 02778 0001825034 - 2023 - 02779 0001825034 - 2023 - 02780 the customer has indicated that the product will not be returned to zimmer biomet for investigation as it is required to be available for surgery. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon that the trials are not properly locking onto the stem anymore. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - stem. Device was returned and evaluated. Device shows scuffing and wear. The screw could not be removed for further evaluation and no gauge check was done as the screw has been used. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event was confirmed on one unit but not on the other six. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.